Event description:
The pt reported that after one device terminated in an alarm condition during use, a second during priming and then the subject device also terminated in an alarm before being applied to the body. She was out of insulin and went to the hospital. She was treated with 25 units of lantis.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the alarm condition or to determine its root cause. No product lot number was reported therefore no qualification record review could be performed. The omnipod user's guide cautions "to ensure proper fill, do not insert fill syringe at an angle into the fill port", and advises that "the system performs a series of safety checks and automatically primes the pod. Once complete, the pdm beeps, letting you know that the priming and safety checks were successful."